Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 04/30/2005, however the correct date is 05/03/2005. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient experienced an epithelial abrasion near the hinge in the left eye (os) while performing the surgery. An application support manager (asm) followed up with the account and reported that the case was completed and a bandage contact lens (bcl) was placed on os on (B)(6) 2019.